Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "electrical fault", "controller fault", "controller failed" and "high watts" alarms could not be duplicated at the bench. Review of the log files revealed a controller fault alarm, a controller failed alarm, two (2) electrical fault alarms and high watts alarms . These alarms occurred on (B)(6) 2015. The controller fault alarm might suggest that a short-circuit occurred or that the controller's hardware detected a high current. Reactivation events in the event files indicate more additional over-current faults. Additionally, multiple events in the event files indicated possible software malfunctions, causing the controller to log the controller failed alarm. The controller failed alarm was triggered when the user interface controller was no longer receiving messages from the pump motor controller. The returned controller passed functional testing. The controller's functionality was tested at the bench for over 30 hours and the system testing did not indicate any abnormal operation of the controller. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection. Two of the controller's ports connectors (serial port and power port 1) were found loose from the controller housing. This observation is not related to the event reported. While the exact cause of the loose connectors cannot be conclusively determined, a possible root cause may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation with the supplier to evaluate the loose connectors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Feedback from the manufacturer's engineers regarding the reported event is as follows: "the summary is the controller had one or more internal malfunctions. There was also indications of software malfunction possibly due to internal controller circuit damage. One important note, the controller did log a point at 32.8 watts; however, this is an invalid data point that our log file viewer doesn't know how to interpret, so it shows it as a point of 32.8 watts. Just wanted to clarify that point as that reflects on the log file analysis report. Again, the best case solution for this case was the controller exchange already conducted. Our engineers suspect blunt trauma to the controller to have caused all these issues. Engineering would like to get this controller back for further analysis and determine root cause from the internal components of the controller". The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The "controller failed" alarm indicates a potential controller failure; the controller should be exchanged with the back-up controller. If there is a controller failure, switch to the back-up controller. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the patient called around 1400 with complaints of "high watt" and "electrical fault" alarms followed by a "controller failed" alarm. Pump revolution per minute (rpm's) were noted to be 32,767, along with very high watts and flows. The patient performed an emergent controller change and the alarm resolved. The controller was removed from service and log files were sent. Investigation is ongoing.